Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
When injecting fluids into the lumen, it flows back from the catheter tunnel. After removal a crack in the internal portion of the lumen was noticed.